Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about one month post-implant, the patient went to the ER (emergency room) because the device "fell out." It was further reported that the device was "extruding", with no sign of surrounding infection, swelling, or drainage. Initially the ER physician suspected the pocket had been infected, but a few days later another clinician said that no infection was seen and it was most likely that the patient pushed the device out own their own, as the patient was very anxious about having it implanted. The device was explanted without complication or bleeding. No patient complications have been reported as a result of this event.